Event description:
It was reported that during an unk procedure, the device would not open. Another device was used to complete the procedure. The dept is moving and cleaning up the area, device left with a note in materials. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully loaded with staples ec45 reload. The device was tested for functionality with an echelon 60 reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device open and close without any difficulties noted. It should be noted that the echelon 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. A batch record review was performed and no anomalies were found during the mfg process.